Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized twice for diabetes ketoacidosis. The customer stated that the insulin pump did not alarm, she kept bolusing and her blood glucose was not coming down.